Event description:
In 2009, the pt reported that an e10 (cartridge) error was displayed on the infusion device while attempting to prime after changing the insulin cartridge. She stated that a "grunting" noise was being made by the infusion device. She stated that the battery was last changed 4 days ago. She performed the change cartridge procedure, and the infusion device made the "grunting" noise and after several seconds the e10 was displayed. She inserted a new battery and attempted the change cartridge procedure with the same results. No physiological effects were reported. She was assisted in setting up her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was returned and requested to be returned to eval.